Manufacturer narrative:
(B)(4). (B)(6). Indication for use, coronary device used in pulmonary artery. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated. The reported tip separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design or labeling.

Event description:
It was reported that during a non-emergent procedure of the proximal right lower pulmonary artery [rlpa] after unspecified balloon dilatation catheter (bdc) inflation and deflation the guide wire was being removed without noted resistance when the tip became detached. It was noted the device fragment was removed with the bdc without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.